Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer had symptoms such as nausea, vomiting and abdominal pain. Customer's blood glucose level was 499 mg/dl. Customer was not using auto mode feature. Customer was treated with insulin drip. Customer was not alleging insulin pump for under delivering because ring on the insulin pump was messed up. Customer stated that the reservoir able to lock in place. Customer declined to check air bubbles. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.